Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. The devices were used in treatment. As of today, additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for the bhr cup, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A review of the complaint history for the bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr head. In the absence of the actual devices, the production records were reviewed for the bhr head reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Reportedly, the onset of pain and neck fracture was secondary to the fall; however, without the requested medical documentation, the clinical root cause could not be definitively concluded. The patient impact beyond the reported pain, fracture, subsequent revision and an anticipated rehab phase could not be determined. It was reported that the ¿patient was happy with the resurfacing before this injury¿. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information/based on the information provided we are unable to speculate/determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that after a left bhr resurfacing surgery performed in 2007, the patient went to ER service on (B)(6) 2021 presenting hip pain. The patient had fallen on his left hip 5 months prior. The x-rays showed a neck fracture. A revision surgery was performed on (B)(6) 2021 to explant the resurfacing femoral head 54 mm. No other components were explanted. The cup was well fixed so it was retained. An anthology stem with a bdmh bearing was used to revise the resurfaced head. The patient outcome and if he was under any other treatment is unknown. No other complications were reported.